Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR. Inappropriate shocks were reported. Lead dislodgement was confirmed. The lead was successfully repositioned. Apart from the shocks, no further adverse patient side effects have been reported.